Event description:
It was reported that the customer was hospitalized for high bgs and dka. Troubleshooting was performed. The insulin concentration, programming, and bolus history in the pump were correct. In addition, a fixed prime test was completed and the insulin exited. The customer stated that the dr insisted that the pump should be replaced. Also the customer reported that they were giving themself several boluses that day, but bgs did not lower. The customer received a no delivery alarm.